Event description:
The customer reported during preparation for use, the screen of the evis exera iii xenon light source looked static and receive a scope communication error when connected to 190 model scope series. The 180 model scopes work but not the 190. The intended procedure was a colonoscopy and the procedure was completing by using the subject device with a 180 model scope. It was also reported that user tried to use compress air / alcohol to resolve the issue, but it did not work. It was speculated by the customer's olympus sales representative that fluid invasion may have been the cause. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer declined to send in the device to olympus for evaluation as the user facility was able to resolve the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.